Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 22 mmol/l. The customer did not mention how they treated their blood glucose level. The customer mentioned they had small and large air bubbles on their insulin pump. The customer was assisted with troubleshooting and was able to push the air bubbles out. The customer's insulin pump passed the high pressure test. The device was not returned for analysis.